Manufacturer narrative:
The technician found the bed has no power. He found the pendant cable was worn to a point where the wires shorted which caused a fuse to blow. A replacement pendant was ordered and the fuse replaced to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised.